Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause cannot be identified. A device history record review of the actual product was conducted and found no problems. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a dark image. There were no reports of patient harm.